Event description:
The manufacturer received information alleging a ventilator was constantly alarming for a high priority alarm condition. There was no harm or injury reported. The device is to be repaired by the customer. The device's system board needs to be replaced to address the issue.